Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead experience impedance issues, loss of capture and noise. The device was reprogramed, the patient is being monitored in the next follow up has not been schedule. This lead remains in service. No adverse patient effects were reported.